Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08850 inches. Unit was received with cracked reservoir tube window and cracked reservoir tube.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 700 to 800 mg/dl. Blood glucose value was 670 mg/dl at the time of admitted to hospital. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.